Event description:
In the process of contacting the pt to inform pt that generator may be nearing end of service, it was discovered that the pt was experiencing symptoms of dyspnea, dysphagia, and an increase in seizures. Attempts to obtain additional info have been unsuccessful to date.